Manufacturer narrative:
Additional information: a3a, a4, b2, b3, b5, b6, b7, d10, e1, e3, g2, h6 and h11. B5: upon follow up, it was reported that the cause of the eosinophilic peritonitis was a breach in aseptic technique. The breach in aseptic technique was further specified as "patient/caretaker did not clean the area before starting the pd". The peritonitis was manifested by cloudy fluid. The same day as event onset the patient was hospitalized and treated with unspecified antibiotics (intraperitoneal, discontinued after 16 days) for eosinophilic peritonitis. It was reported that the patient was discharged 16 days after hospital admission. Pd therapy was ongoing. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event. Treatment, patient outcome and action with pd therapy were not reported. No additional information is available.